Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving a citation stem and an unknown head was reported. The event was confirmed. Method & results: -device evaluation and results: boney material was observed adhered to the proximal stem surfaces. All surfaces of the trunnion exhibited wear from movement against the femoral head taper, with predominant material loss on the medial and laterals sides. Some explantation related damages were observed on the stem trunnion. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis report concluded that: movement between the femoral head taper and the femoral stem trunnion likely caused wear and material loss within the taper junction. Due to the material damage present on the trunnion, it was not possible to determine the root cause of the event. No material or manufacturing issues were observed on the device features evaluated. -medical records received and evaluation: a review ot the provided information by a clinical consultant confirmed the event but could not determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further. However, the material analysis report stated that no material or manufacturing issues were observed on the device features evaluated.

Event description:
It was reported patient was revised on right hip. Update from sales rep: the patient had no pain and had done great with his hip replacement since done in 2005. He came to dr. Flesher due to a clicking sound he began hearing in his hip. Upon examining the xray from the office visit it was noted that the collar from the 28 +8 head was wearing/fretting the femoral neck of the citation stem. During the revision surgery the stem, head and liner were removed while leaving the cup in place. A cone conical stem was put in, along with a new head (40mm) and liner.

Event description:
It was reported patient was revised on right hip. Update from sales rep: the patient had no pain and had done great with his hip replacement since done in 2005. He came to dr. (B)(6) due to a clicking sound he began hearing in his hip. Upon examining the xray from the office visit it was noted that the collar from the 28 +8 head was wearing/fretting the femoral neck of the citation stem. During the revision surgery the stem, head and liner were removed while leaving the cup in place. A cone conical stem was put in, along with a new head (40mm) and liner.